Event description:
It was reported that blood was observed leaking from the hemostatic valve of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. Approximately two (2) hours after insertion into the patient, blood was observed leaking from the hemostatic valve; drip. No damage was observed to the luer. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was further reported via good faith effort (gfe), that a terumo pump was the method of irrigation used for the sheath; flow rate 50ml/hour. There were no abnormalities in the way the sheath was prepared or inserted. The sheath did not leak air. No air was seen in the patient. The physician's name is (B)(6).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the polarsheath was visually inspected which revealed visible blood on the outer surface of the hemostatic valve. A tear was also observed and found to be off-center. The polarsheath was then leak tested and passed all functional leak testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing, and no visible air was observed during aspiration testing. Although the leak could not be reproduced, the tear in the hemostatic valve could result in leaks under certain conditions. This tear is believed to have been caused by an off-center puncture away from the valve slits. The reported allegation of visible blood and leaking was confirmed.

Manufacturer narrative:
E1: initial reporter first name - information updated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood was observed leaking from the hemostatic valve of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. Approximately two (2) hours after insertion into the patient, blood was observed leaking from the hemostatic valve, drip. No damage was observed to the luer. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was further reported via good faith effort (gfe), that a terumo pump was the method of irrigation used for the sheath; flow rate 50ml/hour. There were no abnormalities in the way the sheath was prepared or inserted. The sheath did not leak air. No air was seen in the patient. The physician's name is (B)(6).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood was observed leaking from the hemostatic valve of the sheath. During an ablation procedure, a polarsheath steerable sheath was selected for use. Approximately two (2) hours after insertion into the patient, blood was observed leaking from the hemostatic valve, drip. No damage was observed to the luer. The original device was used to complete the procedure without patient complications. The device is expected to be returned for analysis.